Event description:
It was reported that two weeks after implant the patient¿s legs got swollen and they were having nerve pain. The patient went to the emergency room (ER) on (B)(6) 2013 and they gave the patient stockings and did tests for circulation and heart. It was indicated the patient¿s toe¿s had black spots under the toe nails. About four days later, the patient saw their primary healthcare provider (hcp). By that time, the swelling had gone down ¿a bit,¿ but was still present. The e.r. Thought ¿it was a post-operative problem and an i.v. Fluids problem.¿ it was noted the patient did have reprogramming done at the two week follow up. The patient did not feel stimulation. In addition, the patient felt cramping sometimes in the area where their uterus used to be. The patient felt a ¿pins/needles¿ sensation in the center toes of both the right and left foot. The patient would have to step on the side of their foot to be able to work. Turning the device off for three days did not help. The pain and swelling were the same. It was indicated the patient had a bladder infection the week prior to report and the patient was not sure if the interstim was working. It was also stated the hcp had forgotten to tell the patient to take off the ¿anti-nausea patch¿ after implant and the patient¿s eyes dilated because the patch was not removed. It was added the patient had ¿powerful¿ pain killers to treat pain after the surgery and iced their back for two weeks to keep the swelling down. When the patient went back to work, the patient felt better with ice on their legs, but still had to walk on the sides of their feet because of the pain. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# va080t6, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).